Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present when the device was tested. In addition, a defect of the rubber parts was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During inspection of the olympus, model ch-s400-xz-ea, 4k autoclavable camera head, it was noted that the packing of "oredome" was deteriorated and "tattered." Upon further evaluation of the device, performed by olympus, it was found that no image was produced by the device. This report is submitted due to no image produced by the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, this phenomenon is likely due to a breakage due to impact on the area and continuation of the action by using this product with tweezers, forceps, and scalpel during reprocessing, storage, or handling. The broken area may be protruded or partially missing, or the holes may be empty, so that it is visible. This would result in no picture due to water intrusion into the interior and a failure of the internal parts. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage. Do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to update section h6 to code for the image failure.